Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to noise. There were no patient consequences.

Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece measuring and 51.5 cm. Electrical testing found hi-pot shorting between the ring electrode and right ventricular cables. Internal abrasion beneath the right ventricular shock coil was found with the etfe coating on one ring electrode cable abraded exposing the cable at 4.4 cm to 6.0 cm from the distal tip. The cause of the reported event was isolated to internal abrasion exposing the ring electrode cables underneath the right ventricular shock coil and etfe coating abrasion on one ring electrode cable.